Event description:
A patient with back pain underwent a 3-level provocative discography (pd) and functional anethetic discography (fad). On x-ray, the guidewire extended beyond the catheter and was noted to be looped in the disc. When the treating physician tried to pull the guidewire, he encountered resistance. The physician then removed all devices simultaneously. Removal occurred without much resistance. A repeat x-ray showed a linear density in the disc consistent with a guidewire. The fad was discontinued. A CT scan performed after discontinuation of the fad also showed a linear density in the disc consistent with a piece of the guidewire. The treating physician saw the patient in follow-up; the patient reported no new symptoms.